Event description:
The following has been reported: customer reports discrepancy in total dose infused and number of patient boluses. The total dose infused reduces from 1.76 to 0.66 on the event log. Reporting as a conservative measure for potential flowrate inaccuracy. No adverse event information reported. More information is needed to complete the investigation.